Event description:
Healthcare professional reported injecting a patient with 1 syringe on each cheek of skinvive¿ by juvéderm® xc. That night, patient skin felt a bit odd but had been taking accutane for the past 10 months so skin feel very dry. Patient also felt pain when pushed on the area in left cheek, near the apple of the cheek near the infraorbital rim. Next day, patient noticed left cheek area was blotchy with white spots with good capillary refill of less than 3 seconds but physician deemed it to be a vascular occlusion and injected 2.5 vials of hylenex. Ultrasound performed showed a decrease blood flow in the area of the occlusion. Patient was treated with another 2.5 vials of hylenex. Second ultrasound showed full flow of blood. Next day, 4 vials of hylenex was injected again as still some superficial discoloration. Patient was injected with 0.05ml aliquots. Patient had good capillary refill of <0.3 seconds. Symptom resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.